Manufacturer narrative:
Device was received for servicing. Perfusion data was checked and the customer reported alarms were confirmed to be present during perfusion. The device was tested and the alarms were unable to be replicated. Oxygen concentrator was found to be functioning correctly. Internal connections were also checked. No faults with oxygen supply were found.

Event description:
It was reported that during perfusion, an oxygen concentrator failure was noted. Message codes 470 (oxygen concentrator failure) and 480 (high blood oxygen levels) were correctly delivered to the user. A blender was utilized to facilitate oxygenation. The liver was successfully transplanted following perfusion.

Event description:
It was reported that during perfusion, an oxygen concentrator failure was noted. Message codes 470 (oxygen concentrator failure) and 480 (high blood oxygen levels) were correctly delivered to the user. A blender was utilized to facilitate oxygenation. The liver was successfully transplanted following perfusion.